Event description:
(B)(6). According to the information received, a catheter had missing eyelets. There were no holes punched in the catheter.

Manufacturer narrative:
Qa inspected the sample and found through examination that the eyelets had been stamped onto the catheter, but were not punched all the way through. Therefore, the complaint is confirmed as reported. The complaint history was reviewed, revealing that this is the first such complaint for this lot number. Based on this information, qa concludes that this is an isolated incident and does not represent the overall quality of the lot.